Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the cannula tip fractured due to the instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula contained a material abnormality, which could make it more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: da vinci si nephrectomy event description: "used as a camera arm port in the davinci si nephrectomy case. After the operation is finished, the trocar cannula tip is broken when the trocar is removed. The trocar fragments inside the abdominal cavity were collected, but it is being checked whether the product fragments remain in the body." Additional information was received via email on 10jan2021 from applied medical representative: when I met the surgeon the day after this case reported, he was planning to take a CT scan again in order to find out whether or not debris or fragments still remain in the abdominal cavity. They used ctr73 as a camera port for a davinci robot nephrectomy case. Additional information was received via email on 14jan2021 from applied medical representative: "the patient condition is stable. No harmful things was founded in abdominal cavity." Intervention: the trocar fragments inside the abdominal cavity were collected. CT scan. Patient status: the patient condition is stable. No harmful things was founded in abdominal cavity.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: da vinci si nephrectomy event description: "used as a camera arm port in the davinci si nephrectomy case. After the operation is finished, the trocar cannula tip is broken when the trocar is removed. The trocar fragments inside the abdominal cavity were collected, but it is being checked whether the product fragments remain in the body." Additional information was received via email on (B)(6) 2021 from applied medical representative: when I met the surgeon the day after this case reported, he was planning to take a CT scan again in order to find out whether or not debris or fragments still remain in the abdominal cavity. They used ctr73 as a camera port for a davinci robot nephrectomy case. Additional information was received via email on 14jan2021 from applied medical representative: "the patient condition is stable. No harmful things was founded in abdominal cavity." Intervention: the trocar fragments inside the abdominal cavity were collected. CT scan. Patient status: the patient condition is stable. No harmful things was founded in abdominal cavity.